Event description:
It is reported that the pt was revised due to the articular surface hinge pin backing out and causing the surface to move into the posterior capsule area.

Manufacturer narrative:
This report will be amended when our investigation is complete.